Manufacturer narrative:
Calibration and qc were recovering with specifications. The specimen type was urine. Patient samples were requested from the customer and tested in house on the au 640 instrument and on a different analyzer. The au 640 analyzer generated negative results (except for one sample), and the different instrument gave "oir lo" results for all samples. Although reaction monitor data is consistent with an interference, a clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding negative results for urine protein patient samples generated on au chemistry system using urinary/csf protein reagent. The results were reported out of the lab. Unknown if patient treatment was affected in connection with this event.